Manufacturer narrative:
E1: initial reporter phone no: (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq pump could not be used. It was stuck on home screen and alarm was sounding for over 10 hours. The pump was unplugged and left till the battery was fully drained. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing, and it was noted that device was turned on but cannot be connected to baxter gateway network. This prevented further testing of the device and as a result the reported problems could not be replicated. A review of the event history log (ehl) revealed ¿user interface startup timer expired¿ and ¿system startup failed¿. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. However, due to the condition of the device the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.